Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the alarm is not operable.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer states that the alarm is not operable. Per the independent repair center, the reason for repair is the unit alarm is not functional. The key failure is the power switch has a short circuit.